Event description:
Physician indicated that the valve does not appear to be functioning properly as the subject presented to the office with complaints of headaches, nausea, vomiting, blurred vision and double vision. The subject was taken to surgery, and it was determined that intrathecal catheter was broken. Therefore, a new intrathecal catheter was required.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of pt case records and data analysis. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot numbers were available. All of our values are 100% tested at the time of manufacture.